Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 4 MDR's filed for the same patient (reference 3002806535-2016-00321 / 00324). Product location unknown.

Event description:
Patient was revised on the left side approximately twenty-four months post-implantation due to unknown reasons. The polyethylene bearing was removed and replaced.